Manufacturer narrative:
Investigation type: eitan medical inspected photos provided by the customer. Investigation findings: the complaint was confirmed based on photos provided by the customer. However, no discrepancies that may have caused or contributed to a complaint of this nature were identified. All quality assurance tests performed during the set manufacturing passed successfully. Conclusion: visual inspection of the photo indicates the event was most likely a result of misuse.

Event description:
This complaint was reported by a customer from the us. A leakage issue was reported. It was reported that no human harm occurred and no medical intervention was required as a result of the event.

Manufacturer narrative:
Investigation type: eitan medical inspected the provided pictures and history records of the lot used by the customer. Investigation findings: the complaint was confirmed based on the photo provided by the customer. However, no design or manufacturing discrepancies that could have caused or contributed to a complaint of this nature were identified. Conclusion: the investigation is ongoing and the investigation findings will be detailed in a follow-up report.

Event description:
This complaint was reported by a customer from the us. A leakage issue was reported. It was reported that no human harm occurred and no medical intervention was required as a result of the event.